Event description:
Device 1 of 4. Reference MFR report #: 1627487-2015-07318, 1627487-2015-07319 and 1627487-2015-07320. It was reported the patient underwent a trial procedure with a permanent lead along with two anchors (from the same lot) and two extensions. The patient was scheduled for a permanent procedure on (B)(6) 2015. During the procedure, it was found the incision was infected. As a result, all devices were explanted.

Manufacturer narrative:
UDI (di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2015-07318, 1627487-2015-07319 and 1627487-2015-07320. Follow-up revealed the patient was given antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.